Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Phone complete entry = (B)(4). All available patient information was included. Additional patient details are not available. This incident was previously reported under MFR number 3002809144-2022-00045 with the suspect medical device as alinity I anti-hbc ii reagent kit.

Event description:
The customer observed a false nonreactive alinity I anti-hbc ii result for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID 87276922 initial result, on (B)(6) 2022, was 0.19, repeat, from a different sample, was 7.29 s/co. The patient had a previous reactive result. It was noted that the first sample from the patient was empty, however, no aspiration error was generated. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I anti-hbc ii result, on an alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. A review of the pressure monitoring logs found that the values generated for the pressure profile of this sample did not exceed any pressure score thresholds. For this reason, an aspiration error was not triggered. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.